Event description:
Hill-rom received a report from the account stating that the plastic foot tray was cracked. The lift was located in the storage room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer found that the foot tray was cracked when the lift was inspected. The customer replaced the foot tray to resolve the issue. Based on this information, no further action is required.